Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced prolonged hyperglycemia, with glucose noted as ¿high¿ for approximately five hours after eating before sleep, and subsequent review showed the user had not been receiving insulin for several hours; outreach attempts were made to assess for a possible occlusion, paused insulin, or depleted insulin supply. Symptoms included feeling tired. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included a review of device reports and user follow-up attempts. Investigation of this case revealed that hyperglycemia occurred with unclear cause, with a potential interruption of insulin delivery suspected but unconfirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.